Event description:
Customer reported burns or irritation on 5-6 patients at the position of electrode stimulation while using a viking quest emg device at the same time they were using a hf cutting device (electrocautery device) (mono and bipolar).

Manufacturer narrative:
Leakage test was performed on the system at the hospital by our field service engineer and the test passed and system is functioning as intended. When using our emg device, the doctor places the electrodes and starts stimulation with the highest level (50ma) from the beginning. Based on the doctor's comments he believes if the operation last for a few hours it would seem quite obvious that you will have skin irritation when stimulating 50ma for a few hours. The doctor did not believe this would count as a serious injury.